Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker battery showed three months remaining, however three months prior the battery status was at one to one and a half years remaining. It was noted that the pacemaker was using 314 percent power consumption. Engineering analysis was completed and noted that the power consumption appeared to be increasing in a gradual fashion, thus potentially leading to possible early battery depletion. Boston scientific technical services (ts) recommended explant. The pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.